Event description:
It was reported the subject device was difficult to connect/plugging into the generator and the socket could not be inserted all the way into the main body of the subject device. No results were output. The issue happened during a therapeutic thoracoscopy thymic tumor removal. The procedure was completed using a similar device. The generator was working as intended. There were no reports of patient harm.

Manufacturer narrative:
Health professional: n the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.